Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: a device failure was reported that the t-grip is heavy "running." It does not turn properly. Part of bearing worn out." Time of event and patient involvement is unknown. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
It is unknown if there was patient involvement or not. Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the action taken as exchange, replacement. During the pre-repair diagnostic assessment, the service technician identified the failure code as general not functioning, defective. The service technician identified the probable root cause as handling improperly. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.